Event description:
It was reported by service report that the headend lift function was intermittent and the thigh gatch weld was broken exposing sharp edges. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Siderail cable, gatch thigh weldment and phantom motion.